Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a varipulse and a qdot micro catheter and the patient experienced a stroke. After the case was completed, a stroke was noticed in the patient. The patient was hospitalized in stable condition (from (B)(6) 2026). The physician is not sure what caused the adverse event. He reviewed the case both on carto and through his own imaging and cannot determine what he believes is the cause. He stated activated clotting time (act) throughout the case were all normal and within suggested instruction for use (IFU) range for the catheters. 22 pulse field ablations (pfa) were performed (within pulmonary veins with varipulse plus) and approximately 40 radiofrequency (rf) ablations on the cavotricuspid ishmus (cti) line only. No issues were seen mid or post procedure on the trupulse generator.

Manufacturer narrative:
Device evaluation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Note: for fiel d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).